Event description:
Parts of the meter's display were missing segments. No harm or injury was alleged. Patient also reported blood glucose result of 74 and 139 mg/dl with a lifescan meter, performed within 10 minutes of each other. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strips and cleaning the puncture site were done correctly. There is no evidence that the patient suffered a serious injury. The meter and supplies are being replaced for the patient.